Event description:
The customer reported that the treadmill emergency stop button was not functioning properly on the philips st80i stress test system. It is unknown if the device was in use on a patient at the time of the reported issue. No death or patient / user injury or harm was reported. A philips remote service engineer (rse) spoke to the biomed at the customer site. During the testing it was confirmed that the cause for the reported issue was a failed emergency stop button. The biomed ordered and was provided with a replacement emergency stop assembly to repair the device and to resolve the issue. The device failed to work as intended. This issue was caused by a malfunction of the device and was resolved by the customer replacing the emergency stop assembly. It has been concluded that no further action is required. The device remains at the customer site.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the treadmill emergency stop button was not functioning properly on the philips st80i stress test system. It is unknown if the device was in use on a patient at the time of the reported issue. No death or patient / user injury or harm was reported.